Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2016 with the following findings: the black box shows multiple por events associated with "cs078" and "cs128-fb80" alarms on (B)(6) 2016. Secondary code "fb80" is defined as a 5v motor post-delivery power supply fault. The battery compartment is cracked below the grip pad. Returned battery cap is intact and able to fit securely. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. Moisture corrosion is observed on the display screen inside the pump, leak test failed due a battery compartment leak. "Ez-prime" steps were performed correctly, the pump alarmed with "cs088" watchdog alarm during the 24hr duration test. -unable to adequately investigate reported "power" complaint. The pump's cover was removed, further moisture was found to the motor flex/connector, the cgm board and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).